Manufacturer narrative:
MFR ref no.: (B)(4). Baxter rec'd and evaluated the device. During baxter's investigation, it was found that while the unit was in the off state while on battery power, it could intermittently power up, enter sleep mode, and then shutdown w/o user input. This was found to be caused by back flex chaffing at two traces where they came in contact with the right screw of the scanner bracket. A short between both traces occurs when simultaneously contacting the said screw. The back flex was replaced.

Event description:
During baxter's eval of a spectrum pump, it was found that while the unit was in the off state while the unit was in the off state while on battery power, it could intermittently power up, enter sleep mode, and then shutdown w/o user input.